Event description:
It was reported that the patients caretaker just had to use a catheter and when user opened the packaging that was fully sealed, the catheter wasn't in the blue sealed protector so could not be used. User opened a second box which was again sealed but the catheter tube was just inside the blue protector and again open, were unable to use either catheter due to sterilization issues. Patient has a third unsealed catheter - pictures attached.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review is not required because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's caretaker just had to use a catheter and when user opened the packaging that was fully sealed, the catheter wasn't in the blue sealed protector so could not be used. User opened a second box which was again sealed but the catheter tube was just inside the blue protector and again open, were unable to use either catheter due to sterilization issues. Patient has a third unsealed catheter - pictures attached.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.